Manufacturer narrative:
This MDR is being made void. Initial complaint description received was as follows; 'literature complaint journal of the american college of cardiology- "abdominal swelling, blood pressure remained low contrast extravasation from an upper end of the right iliac artery near the bifurcation." Based on the above information and awaiting the full title of the literature quoted on the complaint in order to assess the full impact of the complaint events, the following clinical feedback was received; "there is very little clinical information provided with this one. It is impossible to say whether the device malfunctioned based on the information provided. It is possible that the complication related to the normal use of the device without malfunction. The complication does sound life threatening." Upon review of this feedback, the complaint was deemed reportable as per the united states (FDA) medical device reporting regulation cfr 21 part 803. The journal paper was obtained 'tctap c-274- journal of the american college of cardiology - never miss the deadly vessel' and was forwarded to the clinical for review. The following feedback was received from the clinician on 28-june-2017; "this complication was unrelated to the lotus sheath. It sounds like the bleeding was from the contralateral (right) side and that it related to attempted insertion of the closure device." Upon review of this feedback, the complaint was deemed not reportable as per the united states (FDA) medical device reporting requirements per cfr 21 part 803.

Event description:
This MDR is being made void. Initial complaint description received was as follows; 'literature complaint journal of the american college of cardiology- "abdominal swelling, blood pressure remained low contrast extravasation from an upper end of the right iliac artery near the bifurcation." Based on the above information and awaiting the full title of the literature quoted on the complaint in order to assess the full impact of the complaint events, the following clinical feedback was received; "there is very little clinical information provided with this one. It is impossible to say whether the device malfunctioned based on the information provided. It is possible that the complication related to the normal use of the device without malfunction. The complication does sound life threatening." Upon review of this feedback, the complaint was deemed reportable as per the united states (FDA) medical device reporting regulation cfr 21 part 803. The journal paper was obtained 'tctap c-274- journal of the american college of cardiology - never miss the deadly vessel' (attached here) and was forwarded to the clinical for review. The following feedback was received from the clinician on 28-june-2017; "this complication was unrelated to the lotus sheath. It sounds like the bleeding was from the contralateral (right) side and that it related to attempted insertion of the closure device." Upon review of this feedback, the complaint was deemed not reportable as per the united states (FDA) medical device reporting requirements per cfr 21 part 803.

Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings. Not returned to manufacturer.

Event description:
Complaint description received: "literature complaint:journal of the american college of cardiology. Abdominal swelling, blood pressure remained low, contrast extravasation from an upper end of the right iliac artery near the bifurcation." Primary as reported classification: patient - vessel dissection (classifications based on cnf). Secondary as reported classification - patient complications (classifications based on cnf).